Manufacturer narrative:
The pump passed the operating currents, unexpected restart, and displacement tests but alarmed compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery alarm tests due to the alarms. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 32 mg/dl and 34 mg/dl. The customer was treated for the low blood glucose with juice, peanut butter and milk. Customer's blood glucose level was 198 mg/dl at the time of the call. The customer was assisted with troubleshooting. Customer stated that the drive support cap was damaged. There was no indication that the insulin pump over delivered insulin. The product was returned for analysis.